Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed system error 322(link switch error (low)). This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information: emdr (B)(4) was reported in error. The initial reported system error 322 ¿link switch error (low)¿ was incorrect. The correct reported symptom from the customer was system error 222 ¿kwikpeg task starved¿. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.